Manufacturer narrative:
The reported calcification was confirmed. All three leaflets contained calcifications, which markedly limited leaflet mobility. Leaflets 1 and 2 contained tears associated with calcifications. All three leaflets were fibrotically thickened with fibrous pannus ingrowth on the inflow surface of leaflets 1 and 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification could not be conclusively determined. It should be noted, however, that the patient had been taking calcium supplements, a possible risk factor for fibrous-calcific deterioration.

Event description:
On (B)(6) 2012, a 25mm trifecta valve was implanted. The patient developed a 48mm high gradient across the valve requiring intervention. On (B)(6) 2019, the device was explanted. Upon observation, all three leaflets were observed to be calcified. Additional information has been requested.